Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, upon removing the device from the package, it was noted that the cut wire was broke at the distal end, however, it was affixed at the proximal end. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, upon removing the device from the package, it was noted that the cut wire was broke at the distal end, however, it was affixed at the proximal end. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and the broken ends of the cutting wire appeared burnt/blackened. The broken section of the exposed cut wire had retracted inside the lumen of the extrusion through the proximal pierce hole. After measuring the length of the broken exposed cut wire, it was determined to have broke at the anchor. Further analysis (by cutting open the distal tip) of the anchor, found the wire had been correctly soldered during manufacturing. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire was broken. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to handling during preparation. Therefore, the most probable root cause is handling damage. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Patient's exact age is unknown however the patients over 18 years of age. The exact event date is unknown, however, it occured during the week of (B)(6) 2010. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.